Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawers had random failures. A field service engineer cancelled the work order by stating that this was a self-service site.

Event description:
It was reported by the customer that a pyxis medstation es system had failed drawers, preventing user from removing the required medication and causing delays.there were no adverse events or injuries reported based on this event.